Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 4.8, retest inratio: 1.6, lab: 3.6. Patient's target therapeutic range is 2.0-3.0. Lab test was done about 7 hours after the meter results.

Manufacturer narrative:
Investigation pending.